Event description:
At approx 4:20 am a code call was run on a pt who was located on the skilled nursing facility unit. The pt has been hospitalized for a hip fracture. During the code a hewlett packard codemaster defibrillator was used. The code team was not able to get a signal on the pt during the code. The code was ultimately unsuccessful and the pt died. The hewlett packard codemaster in question was tested three times following the code and found to be in full working order. Test run included output checks on the defibrillator as well as ECG checks of the cables with appropriate test modules. The lead wires attached to the machine were frayed on the outer layer of insulation but the signal wires were intact and undamaged.